Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension "(B)(6)". H3: the samples that were returned consists in five (5) sets for p/n: 21-7361-24 and l/n: 4434713. The returned samples were received on individual pouches, four of the with its original pouch opened. The complaint samples were visually inspected. On sample number one, a lint was observed on the spike. On sample number two, a debris was observed on the spike and on the tape that keeps the tubing coiled. On sample number three, debris was observed on the tape that keeps the tubing coiled. On sample number four, no contamination/foreign material was observed. On sample number five, no contamination/foreign material was observed. The investigation confirmed the presence of foreign material/contamination on some of the products from lot number 4434713.

Event description:
It was reported that there was a presence of debris as there was fiber/hair on the spike/under the spike. There was no patient involvement and no patient harm.